Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). Visual inspection: received: alligator clip [qty 1]. Alligator clip visual inspection: compared the received sample to reference sample no. Qcs-160 and verified the two were identical. Others: clip connection check: the clip was attached to an unused connector. There was no looseness or sign of the clip detaching. The clip was left attached for 24 hours. There was no difference observed in the clip position/tightness or shape. Device history record: batch no. Not provided. Although the device met specifications and the reported issue could not be reproduced, the product design is being updated to increase the force required to open the catheter connector under change control: hc-chc-m-div-1306. Note: this report is being filed for an item number that is not sold in the united states; however, this item or similar items are sold in the united sates by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): the alligator clip came off.